Event description:
It was reported that during a superficial femoral recanalization, guide wire fracture occurred. The occluded and severely stenosed target lesion was located in the non tortuous superficial femoral artery. It was a crossover procedure with a 45 cm long non bsc catheter. A short taper 182cm straight tip v-14 controlwire guide wire was in support with the 014 (135cm) rubicon catheter. During a short stenosis and a removal of the guide wire, a little piece of around 1 cm got stuck in the patient`s artery. The device was removed intact. There were no complication for the patient as the recanalization was not completed and the patient will go again in surgery. The patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned presented the distal tip damaged. Unit returned matches with upn provided by the customer. The visual inspection was performed and the distal tip is severely kinked and bent at 176.4cm from the proximal end to distal end; moreover, the distal tip is peeling at 0.4cm approx. From the distal end. Dimensional inspection: all the outer diameter (od) taken met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a superficial femoral recanalization, guide wire fracture occurred. The occluded and severely stenosed target lesion was located in the non tortuous superficial femoral artery. It was a crossover procedure with a 45 cm long non bsc catheter. A short taper 182cm straight tip v-14 controlwire guide wire was in support with the 014 (135cm) rubicon catheter. During a short stenosis and a removal of the guide wire, a little piece of around 1 cm got stuck in the patient`s artery. The device was removed intact. There were no complication for the patient as the recanalization was not completed and the patient will go again in surgery. The patient's status is stable.

Manufacturer narrative:
(B)(4).